Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultra meter was prompting unspecified messages. The medical affairs specialist spoke to the reporter on two days later. The reporter stated the meter issue began in late september/early october. The patient was able to test intermittently, according to the reporter, about once a day. She would take her insulin, humalin r-500, based on the meter result. After the reported issue, approximately the end of october, the patient became hyperglycemic. She was unable to obtain a reading that day, due to the error messages, so she took less insulin. She then developed symptoms suggestive of "high blood glucose." Such as slurred speech. She treated for the symptoms by taking 2 units every hour, until her symptoms improved. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complainant is reported, as the issue was not resolved and the patient was found to be hyperglycemic after the reported issue, which resolved with self-treatment.